Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both trial handle bushings are sticking. No surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Territory 230 reported that both trial handle bushings are sticking. No surgical delay. The device associated with this report was not returned. The lot number that helps determine the age was not provided. A search of the complaint database found similar reports where the ball bearings freeze preventing the mating component to assemble and/or disassemble as intended. Poor repeated cleaning over time may be a contributing factor in the loss of ball plunger/bearing function along with heavy usage. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify the root cause, the need for corrective action was not indicated. Complaints will be monitored under post market surveillance sep 419.